Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The reaction was located under the dexcom transmitter and was described as having small red bumps in the shape of a rectangle directly over the injection site. The patient stated that she was given steroid treatment three different times via pills and creams, on and off between (B)(6). No additional event or patient information was provided. Data log or product was not provided by the patient for evaluation. However a photo of the reaction was provided and evaluated on 01/06/2016. Complaint for skin reaction was confirmed. The root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.